Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and lot number- unknown. Date explanted - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-02037 and 2014-07384).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, fluid and a malpositioned acetabular cup was noted. Fluid collection on the anterior lateral and posterior lateral quadrants of the right hip measured 6.6 x 7.7 x 9.3 mm. These findings were found due to follow up testing. There has been no reported revision procedure to date. It was reported that during post operative monitoring and testing; shortness of breath, change in urinary habits, fatigue, heart disease, and feeling cold was noted. Product identification has been reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report. Corrected data: date of initial surgery is (B)(6) 2005 and not (B)(6) 2005 as previously reported.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, fluid and a malpositioned acetabular cup was noted. Fluid collection on the anterior lateral and posterior lateral quadrants of the right hip measured 6.6 x 7.7 x 9.3 mm. These findings were found due to follow up testing. There has been no reported revision procedure to date. It was reported that during post operative monitoring and testing; shortness of breath, change in urinary habits, fatigue, heart disease, and feeling cold was noted. Product identification has been reported.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(4) 2005. During post operative monitoring and testing, fluid and a malpositioned acetabular cup was noted. Fluid collection on the anterior lateral and posterior lateral quadrants of the right hip measured 6.6 x 7.7 x 9.3 mm. These findings were found due to follow up testing. There has been no reported revision procedure to date.